Event description:
During a ventricular tachycardia procedure, a display issue occurred causing a procedure delay. When using ensite x v3.1 in voxel mode with adas fusion with split screen, fusion in both screens and difference transparencies, the following issues occurred. Interpolation automatically changed to 0 and as a result, maps were unable to be visualized. Every time there was a need to change anything in one of the visualizations, all the set-up changed automatically so the dif covered up the ensite model and it was not possible see the map or the catheters. The issue was resolved by turning off and on the dws twice after obtaining the expected settings. The procedure was completed without patient consequences. The physician felt this caused a clinically significant delay.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the case study or collect logs were unable to be provided. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be conclusively determined.